Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis anesthesia station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 3.1 and 3.2 was failed. A field service engineer found that drawer 3.1 and 3.2 had failed off bus but were recovered already. Opened back and checked all cables and connections. Tested drawer and found no issues. The system functioned as intended after the field service engineer verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis anesthesia station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.